Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 520 mg/dl at the time of the incident. Customer was high blood glucose because the pump has been off for a while but have already delivered a 6.5 units of insulin. The customer was treated with insulin pump. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.